Manufacturer narrative:
Visual inspection of the returned device showed that the shuttle was engaged to the handle and with sealant sleeve pushed back against the shuttle. The sealant was not returned with the device. The advancer tube was covering the balloon (pushed past the distal tamp lock). The catheter, shuttle cartridge and advancer tube were inspected for anomalies (i.e. Kinks, deformity). Damage was noted to the balloon distal shaft which may have been caused by user manipulation, subsequent handling or transit to access closure. The review of the lhr (lot f1411301) indicated that the device lot met all established performance criteria prior to shipment. The advancer tube was properly engaged to the tamp lock as received. The device as received and investigated did not match the reported complaint. Based on the provided information and the investigation performed, the probable root cause for the reported failure to deploy could not be conclusively determined.

Manufacturer narrative:
Visual inspection of the returned device showed that the shuttle was engaged to the handle and the sealant sleeve was pushed back against the shuttle. The sealant was not returned with the device. The advancer tube was covering the balloon (pushed past the distal tamp lock). The catheter, shuttle cartridge and advancer tube were inspected for anomalies i.e. Kinks, deformity. Damage was noted to the balloon's distal shaft which may have been caused by user manipulation, subsequent handling or transit to accessclosure inc. The review of the lot history review (lot f1411301) indicated that the device lot met all established performance criteria prior to shipment. The advancer tube was properly engaged to the tamp lock as received. The device as received and investigation did not match the reported complaint. This suggested that the user may have manipulated the device. Based on the provided information and the investigation performed, the probable cause for the reported failure to deploy could not be conclusively determined. However, if the device was exposed to an elevated temperature, the sealant grip tip may adhere to the shuttle cartridge. Then during the retraction of the shuttle to the catheter handle, the sealant could follow the shuttle tube out of the tissue tract. Should additional relevant information become available a supplemental MDR will be filed.

Event description:
The following information was reported: after sealant was deployed the sheath was pulled back to black grip handle, the sealant was at base shuttle tube. Patient was fine as manual pressure was held with no hematoma. Manual compression was held for 15 minutes. Stick location: right femoral. Vessel size: 5mm. Procedure: coronary diagnostic.